Event description:
Unomedical reference number: (B)(4). Event occurred in the netherlands. On (B)(6) 2022, it was reported that the infusion set's tubing detached at the tubing connector. The site location was left side of patient's abdomen and the pump was located on the left side. Moreover, the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.